Event description:
The customer contact reported that the device door roller pin was broken. No info was provided; however, it was reported that there was no pt involvement. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.